Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have high blood glucose of 34 mg/dl and treated with food. Customer reports to have received a button error alarm and was not able to clear, even after battery change. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.